Event description:
The customer reported that the system was displaying communication errors. This issue may cause a no boot or system lock-up depending on when the error occurred. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.